Event description:
I had a hip replacement using devices manufactured by stryker. After a short period of time, I began to experience pain, especially when bending to tie shoes or activities relating to movements similar to this. The pain increased and finally got to the point in early 2007 that it started a course of treatments and pain medications that led to revision surgery in 2008 due to failure of the device. Tests indicated a cup that was no longer completely secured to the bone in the pelvis and an plastic insert that no longer aligned the ball in the cup due to deterioration. Dates of use: 2002 - 2008. Diagnosis or reason for use: degenerative hip disease.